Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.

Event description:
The patient was undergoing a thrombectomy procedure using an indigo system separator 8 (sep8). During the procedure, after being used with an indigo system aspiration catheter 8 (cat8) for a prolonged time, the silicone bulb of the sep8 completely broke off the wire. The physician did not indicate that there was any resistance felt. The sep8 was removed from the patient without any issues and the procedure continued using a new sep8 and the same cat8. There was no report of an adverse effect to the patient.